Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx curved sling system during a procedure on (B)(6), 2010. According to the complainant, post-implantation, the patient experienced mesh erosion, mesh contraction, infection, pain, discomfort, urinary problems, prolapse and/or incontinence, scarring, dyspareunia and other injuries (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.